Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and remains in use.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high sic (sensing integrity counter) and that there is chronic small r-waves. It was noted that there were also a high number of pvc¿s (premature ventricular contractions (pvc) observed which may have been caused by small r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.